Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50; guide cath: bright tip 7f jl4sh; stent: promus element 2.5 x 28 mm, integrity 2.5 x 22 mm. (B)(4) - improper or incorrect procedure or method; incorrect removal, excessive force. Evaluation summary: the device was returned for analysis. The peeling was unable to be confirmed, however the teflon was scrapped which likely is what was meant to be reported. The difficulties removing the guide wire and entrapment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight elite guide wire instructions for use (IFU) states: do not jail this device between the stent and the vessel wall. It may become impossible to withdraw this device. If strong force applied to this device, it may result in damage or separation of this device. When resistance occurs or this device becomes entrapped within the vasculature and removing this device is necessary, remove the interventional device and this device as a unit. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, eccentric, 75% stenosed, proximal to mid left anterior descending (lad) artery, the balance middleweight (bmw) elite guide wire crossed the lesion and was positioned after a rotablation had been performed and pre-dilatation completed. A non-abbott stent was deployed and a dissection was noted in the proximal lad and first diagonal lad. A second guide wire was advanced to the first diagonal and a second non-abbott stent was deployed in the proximal lad to the first diagonal lad to treat the dissection. A resistance was noted when the bmw elite was pulled to retract; the guide wire was caught between the vessel wall and the deployed stent. Strong force was applied and the guide wire was successfully retracted from the patient anatomy, however, during the removal a black powdered substance was observed on the cap of the y-connector; the coating was though to be peeled from the guide wire due to the friction with the y-connector. A different guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.